Event description:
Physician was attempting to treat a lesion in mid left main (lm) to left anterior descending (lad) ostial with 90% stenosis using an endeavor resolute drug eluting stent. It was reported that after stenting the lesion, it was post dilated and it was seen that the stent cover length had changed - proximal lm to lad ostial. Physician then detected immediately that the stent had fractured after post dilatation under fluoroscopy. No difficulty was experienced during removal of the delivery system after stent post dilatation. No intervention was carried out to treat the fractured stent. Patient was conscious and no injury was reported. Image review: the images capture the delivery and deployment of the stent in the lm/lad. Multiple post dilations are performed on the stent. The stent does appear to be fractionally elongated; however given the images were not all on the view and the angle of stent it was not possible to take exact measurements of the stent length. The stent profile appears to have been distributed and there appears to be longitudinal deformation possibly due to interaction of the stent with accessory devices post deployment. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation codes, results: : inherent risk of procedure - (stent fracture) : related to another drug/device - (deformation possibly due to the interaction of the device with the accessory devices used during post dilatation) : related to operational context - (difficult lesion - 90 % stenosis in vessel) : no results available since no evaluation performed - (no device provided for evaluation) : none - no device returned evaluation codes, conclusion: known inherent risk of procedure - (stent fracture) unable to confirm complaint (no device provided for evaluation) operational context caused or contributed to event - (difficult lesion - 90 % stenosis in vessel, deformation possibly due to the interaction of the device with the accessory devices used during post dilatation) - device not returned - no device received for evaluation. (B)(4).